Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd plastipak¿ 3ml luer lock syringe. The syringes were damaged. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: it was performed the DHR to reported batches, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe plunger damaged. The potential cause for the problem is a jam at syringe assembly station. As internal action for product, quality improvement will be performed the for defects of damaged components and leakage.

Event description:
It was reported that before use of the bd plastipak¿ 3ml luer lock syringe. The syringes were damaged. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7115760, medical device expiration date: 2022-04-30, device manufacture date: 2017-04-24, medical device lot #: 7069522, medical device expiration date: 2022-03-31, device manufacture date: 2017-03-09, medical device lot #: 7069521, medical device expiration date: 2022-03-31, device manufacture date: 2017-03-09, medical device lot #: 7300641, medical device expiration date: 2022-03-31, device manufacture date: 2017-03-04.

Event description:
It was reported that before use of the bd plastipak 3ml luer lock syringe. The syringes were damaged. There was no report of exposure, injury or medical intervention.